Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Following the lss, noise with oversensing and greater than two seconds of pacing inhibition was observed. It was noted that the patient was not pacer dependent. In addition, there was a 60-cycle event stored due to external electromagnetic interference (emi). Technical services (ts) recommended bringing the patient in for further testing in both unipolar and bipolar. This pacemaker and rv lead remains in service. No adverse patient effects were reported.